Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient used poor technique when performing therapy. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (dose, route, frequency, and duration not reported) for the peritonitis. At the time of this report, antibiotic treatment was ongoing and the patient was reported to be recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information is not available at this time.